Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 330 mg/dl at the time of the incident. Customer reported that the main screen is normal but the others very faint, currently the other screens are blank or have lines in them. Customer is not calling back after receiving a new battery cap. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device powered up properly after battery installation. The device was received with all operating currents within specification and passed functional testing including the rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. The device was monitored and unexpected display anomalies including blank display, partial display or missing segments anomaly was noted. No damage on the lcd isolation tape noted. The device was received with cracked case at display window corners, display window, reservoir tube lip, cracked battery tube threads, minor scratched display window and scratched case.